Event description:
The customer alleged the light panel melted in half. Customer reportedly was using a 300 watt zenon light source. A genzyme representative spoke with the customer on 03/01/02 who indicated the retractor has been used for the last 6 months, about 15-20 times. The reported incident has occurred twice, the first time three months ago and the second time a couple of weeks ago. The reported incident allegedly occurred during use, but there was no injury to the patients reported. The customer alleges the light panel remains intact upon removal, but slowly continues to melt in half. A genzyme representative contacted the customer a second time on 03/21/2002 and obtained additional information there were no associated light panels to return since they have been thrown away. The customer clarified that light panels melted at the 90 degree bend. The customer indicated that customer smelled something burning and was unaware of the reported product problem until the light went out.